Manufacturer narrative:
Citation: dagan m, dawson lp, stehli j, koh jqs, quine e, stub d, htun nm, walton a, duffy sj. Periprocedural myocardial injury and coronary artery disease in patients undergoing transcatheter aortic valve replacement. Cardiovasc revasc med. 2022 feb;35:8-15. Doi: 10.1016/j.carrev.2021.04.006. Earliest date of publish used for date of event. Medtronic products referenced: corevalve, evolutr and evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes of patients with peri-procedural myocardial infarction (mi) and incidental coronary artery disease after the implant of a transcatheter aortic valve (tav). All data were collected from a single center between 2008 and 2018. The study population included 400 patients (predominantly male, mean age 83 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients implanted were performed with a medtronic corevalve (36%), evolutr (27%), evolutpro (2.5%) tav. The remaining patients were implanted with a non-medtronic tav: edwards sapien xt (8.8%) or sapien 3 (19%) or abbott portico (6.8%). No unique device identifier numbers were provided. Among all patients, no deaths were attributed to a device. Among all patients, adverse events included: periprocedural myocardial infarction (mi) in 254 patients. Treatment was not reported. However, median length of hospitalization was longer in patients after a peri-procedural mi. Based on the available information a medtronic product may have been associated with the adverse event. No additional adverse patient effects or product performance issues were reported.